Event description:
It was reported that during the custom clearance random check, it was found that the label of the device stated made in the united kingdom. Box label shows the same thing. No patient injury was reported.

Manufacturer narrative:
"Made in UK" is a notification that needs to be printed on the labels. A device history record (DHR) was not performed because no nonconformity was identified. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).